Manufacturer narrative:
(B)(6). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® winged safety push button blood collection set leaked from the point of the needle. After use. It was reported that the healthcare worker was exposed to blood. No reports of medical intervention noted.

Manufacturer narrative:
Bd received a previously used sample from the customer facility for investigation. The sample was visually inspected under magnification and the customer's indicated failure mode for tubing leakage with the incident lot was not observed. No areas of leakage, including cuts or damage to the tubing, could be identified during the evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples the customer¿s indicated failure mode for tubing leakage with the incident lot was not observed as the sample met the required specifications. Based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.